Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they spoke to the patient in may regarding this situation and told them what they needed in order to meet in person so the rep could further assess their implantable neurostimulator (ins) and impedances; however, the patient lives quite a distance away from their managing physician¿s office and their daughter is their primary caretaker and was unable to bring them to atlanta to be seen. They were supposed to follow up with me, but the rep has not heard from the patient since may. Additional information was received from a patient's representative (pt rep). It was reported that the pt's daughter called back stating pt had issues and the device was not working. Pt had multiple replacements. Pt rep said the pt was told they won't send any more replacements. Pt rep said pt was under the impression that they will send pt new equipment if they returned the old one. Pt sent everything back but did not receive anything and now pt had no external equipment. Agent called repair and they confirmed they received recharger, controller and battery pack from the pt. Repair will be sending the same/original equipment back. Called pt rep and reviewed that pt called on the (B)(6) and reported they were done with mdt and wanted to send everything back. Pt rep mentioned pt had been in 3 car accidents and the internal components could be the reason why the device was not working. Pt rep will work with the healthcare provider (hcp) and rep. The pt rep expressed it was hard to get a hold of their rep. Reviewed the process of contacting the rep. Additional information was received from a patient (pt). It was reported that they received the a/c power cord but that was not what they needed. Pt stated they needed the actual controller. Pt walked pt through locating the controller. Pt confirmed they had the controller. Agent walked pt through removing the controller battery pack and plugging the controller into the a/c power cord. Pt confirmed they had a memory problem and agent reviewed information. Pt then reinserted the battery pack and confirmed the greenlight was flashing. Pt then removed the controller and plugged in the recharger. The controller displayed the message to install a medtronic battery pack, even though the battery was installed and had been confirmed to be charging when plugged into the a/c power cord. The controller was confirmed to be flashing green when plugged into the a/c cord not confirmed to be charging.the issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient's representative (pt rep). The patient's daughter called in and reported a software problem 1. Intellis 2. 3.6 3 243 4 qf_port. Caller reported the patient (pt) was unable to recharge the implantable neurostimulator (ins). During the cal, agent walked pt through resetting the controller. The software message did clear after an additional reset. Caller then attempted to recharge. Caller was able to advance past passive recharge mode. Caller confirmed recharging excellent. The controller was at 90% and the ins was in the red. Caller will monitor the issue and call back if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the equipment hadn't been working since thursday night. Pt said that every time they had to reset the controller it seemed that the recharger (rtm) was not reaching the information; patient services (ps) understood that the pt was having trouble recharging the ins. Pt said that the controller would charge from the power supply. Pt said that they would have the rtm directly over the ins, but nothing happened, and the ins didn't charge at all. Pt noted that they kept the rtm straight all the time. Pt said that it seemed like there could be a break in the rtm wiring. Pt didn't see any wires exposed on the rtm cord. Pt said that they couldn't get any relief. Pt said that sometimes the controller would say ¿finished¿ when the ins hadn't even started charging. Ps had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Ps then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt saw the controller light solid green. Ps had the pt unlock the controller; pt saw battery empty cannot provide stimulation recharge your implanted device. The controller was at 100% and the ins was in the red. Ps had the pt initiate an ins recharging session. Pt said that they heard the rtm clicking for a few times but then nothing more. Pt saw recharging good, then poor recharge quality. Ps had the pt reposition the rtm. Pt saw recharging excellent. Pt said that they could feel a break in the wire past the relay box. A replacement rtm was requested. Additional information received from the patient. Pt called back stating they need help with the device still as it is saying no device found(16). Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green flashing light above screen; confirmed no device found (16) as the implant is depleted. Agent had caller blow in controller port and ensure they are using the new recharger. Caller then connected recharger but the controller screen would not advance past checking the recharger (89). Agent sent email to repair to replace the controller. Patient called back and reported both devices are not working. Agent reviewed information and found pt trying to use old controller and old recharger. Agent instructed pt to use new equipment sent. Pt started using replacement controller and did not have the newly sent recharger as they returned it by mistake yesterday. Patient plugged replacement controller into wall and it started flashing green, pt plugged old recharger to charge implant and saw rm 05 message. Agent helped pt reset controller and pt saw pairing screen. Pt plugged recharger but controller was stuck on looking for device. Agent emailed repair to replace recharger. Agent advised patient to keep old controller aside to not confuse the two and call pats after receiving the recharger paddle for help with which recharger to send back to repair. Pt demonstrated understanding. Pt mentioned they are handicapped. Additional information was received from the patient. Pt called in reporting she has a problem with her stimulator that is supposed to be for her back. Pt states she feels the stim in her legs and has changed groups as of yesterday. Pt states the last person she spoke to in the field was not able to help. Previous call was agent with same name and not in the field. Call was very hard to comprehend as there was a severe echo. Pss advised to troubleshoot with the controller and pt was able to lower at one point, pt states she's in bed and mentioned she wants this taken out. Pt states she cant get out of bed without a cane. Pt was escalated and pss advised an rtm and the controller were already sent, pss walked pt through controller and how to push buttons etc, pt was escalated. Pt states the amplitude will not lower or go anyway period when trying to push arrows when pt tries, pss advised to reset controller. Pt was able to use during call and pss advised to try a diff group, pt states she has done this. Pss had a hard time troubleshooting with the patient and advised will reach out to the reps. Pt states she has not met with anyone in person to go over the equipment. Pss sent email to the reps. It was noted the replacement recharger was returned. Additional information was received from the pt. Pt called back and confirmed they were using the replacement controller during the call. Pt called back and stated they were still having trouble with charging their ins and they would charge for an hour, but the ins would only increase from 40% to 50%. Pt mentioned previous information documented in this case. Pt stated the issue was ongoing for over a month. Ps¿s understanding pt seemed upset that they were told that they sent the wrong rtm by '(B)(6)' *manufacturer representative (rep)) back, but the pt noted that they kept the replacement. Pt was told by their rep to call ps and if the pt wasn't assisted then the rep would call ps. Pt reset their controller 'a thousand times'. Ps reviewed with pt to meet with their rep for reprogramming/readjustment because the pt's controller and rtm were already replaced. Pt notified rep of the issue via phone last week. Pt refused to meet a rep that was 100 miles away. Pt got escalated and wanted to remove the ins if they couldn't get replacement equipment. Ps reviewed with pt that they could request to meet a rep at a closer medical facility/clinic and pt knew of a dr. 'Connor' to discuss about removing the implant. Pt was fed up with their device and they had their device for 2 years. Pt was escalated and dis connected the call. Pt was handicapped and needed glasses. Additional information was received from a manufacturer representative (rep). It was reported that they have spoken with the patient (pt) to help troubleshoot the issue with her device with no resolution to the problem. However, they have also explained to the patient that there is a possibility that her programs may need to be adjusted since she¿s been noticing issues with having to charge more frequently. In addition, the rep explained to the pt that it would be wise of her to make arrangements to meet with me at her physician¿s office so the rep could troubleshoot the device in person; however, she has refused to do so since she resides in another state. The rep tried their best to work with her as much as possible over the phone, but unless she makes arrangements to meet with me in person, there isn¿t much else that they can do. Additional information was received from a patient (pt). It was reported that they were going to have the scs replaced with a implantable neurostimulator (ins) device from another company because the implantable neurostimulator (ins) did not work anymore for them and they called patient services (pss) and pss was not going to send out any more equipment for them, so the pt spoke to another healthcare provider (hcp) and decided to move to a different company for their ins device. Pt said the medtronic ins device was giving them so much trouble and pt had been without therapy for 3 months. Pt said they had to charge their medtronic device "so much" and pt was excited they would not have to charge as much. Pt wanted to send external equipment back to medtronic. A request was made for a return label to return the external equipment.